Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements greater than 150 ohms as this rv lead was suspected of lead fracture. This rv lead was removed via laser extraction and replaced. No additional adverse patient effects were reported.